Event description:
International affiliate reported that a pt underwent uterine cancer excision with drain placement. Stool/bowel contents were noted in the drain exudate four to five days, after the initial surgery and drain placement. Radiographic contrast media was injected through the device and additional bowel contents flowed into abdominal cavity. The pt developed peritonitis. The pt is in stable condition, but still hospitalized.

Manufacturer narrative:
Conclusion : no conclusion can be drawn at this time. It is the opinion of our medical director that "bowel contents" exiting the drain is apparently not related to the drain or the performance of the drain, rather it indicates that there was a disruption of the bowel integrity. The resulting "peritonitis" was apparently, directly related to the distruption of the bowel integrity. The available info does not suggest that the drain performed other than expected. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot 44114isp, mfg - 02/27/2006, exp date - 04/01/2011. Lot 44961isp, mfg - 09/09/2006, exp date - 11/01/2011. Lot 44473isp, mfg - 05/18/2006, exp date - 06/01/2011.